Event description:
It was reported that the patient presented in clinic after hearing an audible alert, the pulse generator could not be interrogated; the device had no output and the patient was intrinsic at rates of approximately 40 bpm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.